Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a por message on their ins recharger a month prior to the report, and then again on (B)(6) 2018. The patient noted that their ins was 80% full at the time. The patient was able to clear the por message using the patient programmer. It was noted that there was no number accompanying the por message. The device was now functioning normally. No patient complications were reported. The rep provided the notified date of the 'possible por' and reiterated that patient was able to recharge normally afterward clearing the error message. No patient complications were reported.